Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Majority of the stent was damage with flared, bent and overlapping struts. Microscopic examination revealed that there was damage to the distal tip. Microscopic examination and tactile inspection present no damage to the shaft of the device. Microscopic examination and tactile inspection present no damage to the hypotube of the device. Device analysis could not determine the condition of the returned device was consistent with the complaint incident. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded, 32 x 2.75mm target lesion containing a lesion bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary (rca) artery. A 2.75x16mm liberté¿ bare metal stent was advanced to treat the lesion but failed to cross the lesion. No patient complications were reported and the patient¿s condition was stable. However, returned device analysis revealed stent damage.